Event description:
Blood glucose results of "212 mg/dl, 172 mg/dl, 158 mg/dl, 284 mg/dl and 187 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.